Event description:
Complainant alleged that an autopulse® li-ion battery (s/n (B)(4)), shows a red battery status led. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Please note that describe event or problem has been updated to include additional information.

Event description:
Additional information was received on 09/22/2014. The customer indicated that the reported event, was observed while the li-ion battery was in the charger. The battery was moved to a different charging slot to ensure that the reported event was not due to a charging error. The battery however remained unchanged.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.